Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014, pt self tester inratio 1.6; lab 10.8. Five minutes between testing. Pt's therapeutic range 2.5 - 3.5.